Event description:
The physician was attempting to deploy a 3.5mm diameter x 24mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a patient located in the rca with 95% stenosis, excessive tortuosity and moderate calcification. It was reported that the vessel was very curly and the lesion was pre-dilated, however, the stent could not pass the lesion and resistance was felt during the delivery. When the stent was received to the manufacturing facility, it was noted to be damaged. Another stent was successfully used. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was positioned between the marker bands as per specifications. The stylette and sheath were stuck on the device. The sheath was cut from the stent. The 9th distal stent was raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results and conclusion: (failure to deliver stent - stent deformation). (Patient lesion morphology, 95% stenosis, moderate calcification and excessive tortuosity). (B)(4).